Event description:
Note: this report pertains to the fourth of four complaints that occurred during the same procedure. Refer to manufacturer report #s 3005099803-2010-04823, 3005099803-2010-04824 and 3005099803-2010-04825 for the associated device reports. It was reported to boston scientific corporation on (B)(6) 2010 that four resolution clips were used during a gastroscopy procedure at the duodenal bulb on (B)(6) 2010. According to the complainant, the patient was presented with black feces. During the gastroscopy procedure, the nurse reported that the clip did not say attached to the tissue after it released from the catheter. The clip fell off inside the patient and was left to pass naturally. Endoscopic visualization revealed that the prongs on the clip were bent. The procedure was completed with another of the same device without complications. The patient was reported to be in "stable" condition post procedure.

Manufacturer narrative:
According to the complainant, the suspect device was disposed and is not available for return. Based on the details of the complaint, operational context may have contributed to the reported event of clip bent as a result of anatomical / procedure factors encountered during the procedure. The device history record review confirms that this device met all material, assembly and performance specifications.